Event description:
It was reported that the patient was symptomatic (syncope), non responsive and in backup vvi when presented in the emergency room. The patient's presenting rhythm was sinus bradycardia in the 20-30 bpm range. Attempts to access the device memory resulted in an error message. The device was explanted and replaced. The patient was lost to follow-up post implant.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously high glucose results generated by the unicel dxc 800 synchron clinical systems for two patients. The elevated results were noticed by the laboratorian and the specimens were re-tested. Rerun of the original samples yielded lower results and were reported out of the lab. It is unknown if patient treatment was affected, but erroneous results were not reported out of the lab.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Final analysis found the pulse generator to be in back-up mode due to multiple flipped bits. The device was at end-of-life (eol) due to normal battery depletion. The product code could not be downloaded. After replacing the battery, the device functioned normally.